Manufacturer narrative:
Further information was requested but not received. Manufacturing and expiration date is unavailable.

Event description:
It was reported that the patient presented with failure to capture on the right ventricular lead. The lead was capped and replaced on (B)(6) 2022. Patient status was not reported.